Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the monopolar curved scissors (mcs) instrument developed a broken conductor wire. The procedure was completed with a backup instrument, with no reports of patient injury. Intuitive followed up and obtained additional information. The damage was on the black cable. Internal wire was not exposed due to damaged insulation. Images and videos are not available.

Manufacturer narrative:
The mcs instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.